Event description:
Healthcare professional reported, left side "drainage" and serous fluid". Device has been explanted.

Manufacturer narrative:
The event of drainage and seroma are physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage and seroma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 d3 g1.

Event description:
Healthcare professional reported left side "drainage" and serous fluid." Device has been explanted.